Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery due to the fracture of the connection that was being used to execute the procedure. The 45ncm of primary stability was achieved.